Event description:
Boston scientific received information that the patient implanted with this pacemaker underwent a shoulder surgery. During this procedure it was reported that noise was sensed on both the right ventricular (rv) lead and right atrial (ra) lead which inhibited pacing for an unknown duration. Cautery was stopped and inhibition persisted. Magnet application was then used, it was not initially as access to the device was difficult. Inquiries were addressed with technical services on possible causes and troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
Event clarification was requested from the field representative. However, no further information has been received. This investigation will be updated should further information be provided.

Event description:
At a later date, this device was explanted for normal battery depletion and returned for laboratory analysis. There were no additional allegations reported against this device.

Manufacturer narrative:
It was later reported that this was a device dependent patient. No further interventions were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial review of the device found a memory corruption. As a result, a memory download was unable to be performed. The memory corruption is believed to have occurred post-implant as there were no field reports of telemetry/interrogation issues with this device. An engineering-level longevity prediction calculation was used to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the clinical observations during analysis.